Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer would not open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A field service engineer (fse) found that the drawer was not failed. The road board cables and retractor cables on both drawers in drawer 5 were reseated. Additionally, a dog bone in the rail of drawer 61 was replaced. The station was tested using hta and no issues were found. The system functioned as intended after the field service engineer repaired the device.